Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s current blood glucose level was 42 mg/dl at time of incident and sensor glucose level was 66 mg/dl. The customer declined troubleshoot for low blood glucose level and difference between sensor glucose and blood glucose level. The insulin pump will not be returned for analysis.